Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high scan of 27 mmol/l on the sensor when compared to an hcp meter result of 3.1 mmol/l. The customer self-treated with 8 units of glucose and consequently, became slurring and ¿slowly stopped responding¿ however, did not experience a loss of consciousness. The ambulance was called and the customer was provided honey for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.